Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the while testing, external pulse generator (epg) had no output with the battery in but when it was ejected output was experienced. The epg was beyond its service life and its status is unknown. There was no patient involvement.